Event description:
The customer reported that while the unit was in use on a patient, the unit began emitting a "loud rattling/vibrating noise". The biomed dept was informed that there was a possible leak with the pump and that a balloon had ruptured on the same pump on event date. At that time the pump and the catheter were replaced (non-surgically). The patient's femoral artery was torn during removal of the balloon, which the biomed attributed to the technique used to remove the balloon.